Event description:
Patient's mom (B)(6) stated that she is still using old pump as the new pump s/n (B)(4) is not working per her son's nurse. She doesn't know what the issue is but nurse stated she can't use that pump. No dose was reported missed. No side effect was reported. Nurse only advised to pt that she could not use the pump and used the old pump instead. No clinical injury was reported. The defective pump was on hand for return. A replacement pump was shipped to the patient after this initial report and the most recent note appears everything is resolved. The pump is used for life sustaining infusion. Reported to (B)(6) by pt/caregiver. Indication: immunodeficiency associated with other specified major defects.